Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit has no blood leakage alarm, resulting in damage to the internal parts of the device and making it unusable. There was no patient harm.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has blood leakage alarm, resulting in damage to the internal parts of the device and making it unusable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that reported that the balloon had ruptured causing blood to enter the device. The fse stated that the safety disk, condenser, blood detection module, and k3/k5 valve group needed to be replaced. The unit has not been repaired. A supplemental report will be submitted if additional information is provided.